Event description:
It was reported that a spectrum iq pump second column buttons did not function. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the buttons in the second column of the keypad did not function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a dysfunctional keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.